Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of not recognizing a closed door through the identification of multiple door jammed alarms within the pump history log, but could not reproduce the close door messages during eval. Eval found the force required to close the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump did not recognize a closed door with a loaded set during therapy in the acute care unit. It was also reported that there was no pt injury.